Event description:
Information was received regarding a cadd solis vip pump. It was reported that the patient presented for pump disconnecting. Upon inspection, the pump was running, however, no drug was infused. All clamps verified by writer to be open, no occlusion noted. Reservoir volume was at full. A new pump was provided and there was no patient injury.